Manufacturer narrative:
The subject device was returned and visually evaluated. The guide wire and back up tabs on the device were found to be bent, which is consistent with applied force. The barrel insert at the distal end of the device detached from the cannula assembly during the functional evaluation. It appears that the damage/bent components contributed to a combination of factors that led to the detachment of the barrel insert on the distal tip of the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. A definitive conclusion cannot be made at this time as to the cause of the component bending/damage. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh." The information provided by bard represents all of the known information at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As reported by the customer contact: it was reported that while using the optifix device to fixate a bard/davol 3dmax mesh during a laparoscopic inguinal hernia repair, the guide-wire bent and the device no longer fired. Another device was used to complete the case and no patient injury was reported as a result of the problem experienced. The sample was returned intact; however, the barrel insert detached during the functional evaluation.